Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic piece fractured upon impaction of the implant.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the visual examination shows on of the rails had fractured off. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was considered to be user error as the sem results state that the fracture surface artifacts are consistent with an overload fracture. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and device history record and rir review. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.